Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation and multiple organ dysfunction were unable to be determined. The reported hypotension and hypertension are likely related to the reported perforation. The reported patient effects of perforation, hypotension, hypertension, and multiple organ dysfunction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, medication required, and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of closure of iatrogenic atrial septal defect that caused bilateral heart failure after mteer", was reviewed. The article presented a case study of a 78-year-old female patient with a history of cardiac sarcoidosis, ventricular tachycardia, moderate ventricular functional mitral regurgitation, congestive heart failure, and low-output syndrome for a mitral transcatheter edge-to-edge repair (mteer). A mitraclip xtw and mitraclip ntw were selected for implant on an unknown date. Both devices were implanted. Immediately upon removal of the steerable guide catheter, the patient's systemic blood pressure dropped by 20mmhg. Pulmonary artery pressure increased from 28/16mmhg to 51/27mmhg. Mean pulmonary capillary wedge pressure rose from 8mmhg to 20mmhg. A wide left-to-right shunt was observed, confirming an iatrogenic atrial septal defect (iasd). Diuretics were provided, however the patient developed multi-organ dysfunction and became dependent on inotropes. The decision was made to implant a 25mm amplatzer multi-fenestrated septal occluder - cribriform to close the iasd. Immediately after device placement, intravenous diuretics achieved good diuresis, and symptoms and clinical parameters related to los improved promptly after closure. The patient was weaned off inotropes and discharged on day 10 after iasd closure. [The primary and corresponding author was hiromasa otake, department of cardiovascular medicine, kobe university graduate school of medicine, kobe 650-0017 japan.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: a case of closure of iatrogenic atrial septal defect that caused bilateral heart failure after mteer. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of closure of iatrogenic atrial septal defect that caused bilateral heart failure after mteer", was reviewed. The article presented a case study of a 78-year-old female patient with a history of cardiac sarcoidosis, ventricular tachycardia, moderate ventricular functional mitral regurgitation, congestive heart failure, and low-output syndrome for a mitral transcatheter edge-to-edge repair (mteer). A mitraclip xtw and mitraclip ntw were selected for implant on an unknown date. Both devices were implanted. Immediately upon removal of the steerable guide catheter, the patient's systemic blood pressure dropped by 20mmhg. Pulmonary artery pressure increased from 28/16mmhg to 51/27mmhg. Mean pulmonary capillary wedge pressure rose from 8mmhg to 20mmhg. A wide left-to-right shunt was observed, confirming an iatrogenic atrial septal defect (iasd). Diuretics were provided, however the patient developed multi-organ dysfunction and became dependent on inotropes. The decision was made to implant a 25mm amplatzer multi-fenestrated septal occluder - cribriform to close the iasd. Immediately after device placement, intravenous diuretics achieved good diuresis, and symptoms and clinical parameters related to los improved promptly after closure. The patient was weaned off inotropes and discharged on day 10 after iasd closure. [The primary and corresponding author was hiromasa otake, department of cardiovascular medicine, kobe university graduate school of medicine, kobe 650-0017 japan.]